Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead was explanted and replaced due to increased threshold. The patient condition is stable.